Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with high ketones. An exact bg level was not provided. Reportedly, the customer was using humalog u200 and the customer's pharmacy switched her prescription to admelog u100. The customer was not aware of the difference between the two types of insulin which led to the elevated bg levels. The customer's healthcare provider adjusted customer's settings and customer continued using insulin pump with admelog u100 insulin. Additional information was not provided. The customer declined to troubleshoot with tandem technical support.